Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 294 mg/dl after a newly applied sensor failed and prompted a cgm offline alert. The user resumed insulin delivery by manually entering fingerstick values into the ilet. No outside medical intervention was required.